Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil, the coil stretched in the aneurysm. During the attempt to remove the coil, the implant detached from the pusher inside the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported injury or additional intervention.

Manufacturer narrative:
The pusher coil was returned for evaluation. The delivery pusher coil was found severely stretched. The implant was missing from the rest of the returned device. The pusher is bent at the proximal end and the introducer tip was also noticeably damaged. The stretching on the pusher coil is consistent with damage which would occur when attempting to remove the pusher while the implant coil is stuck in the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the coil becoming stuck in the microcatheter and then experiencing retraction forces that exceeded the strength of the pusher coil. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Without the return of the implant, the investigation could not confirm if the implant had stretched prior to the break as described in the complaint.